Event description:
Customer reports an infusor containing 7ml of buprenorphine hydrochloridge and 23ml of saline to a total volume of 30ml overinfused 10ml over 4 hrs before it was disconnected from the pt. Report indicates the pcm component was not used during infusion. Customer reports no adverse clinical reaction.